Event description:
It was reported a 6f angio-seal vip device was used to close a right femoral arteriotomy puncture following a percutaneous coronary intervention (pci) to treat an acute myocardial infarction (mi). No problems were suspected with the deployment of the angio-seal device. Minutes later while the patient was in recovery, she complained of pain and numbness throughout her right lower extremity. The patient's right leg was noticed to be absent of a pulse and she was taken to the operating room to determine if there was an obstruction at the level of the common femoral artery. While in the operating room the angio-seal was removed. The entire angio-seal was reported to have been within the vessel and was the source of the obstruction at the level of the common femoral artery. The patient was recovering without incident.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also states failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.